Event description:
It was reported that the patient was having a reaction 10 days post-op. Acl reconstruction with hamstring autograph and mcl with achilles allograph. Patient was hospitalized with fever (temp unknown). Reaction started with a red ring around her knee which has spread all over her body. Cultures taken were inconclusive. The area of redness mcl, more of a concern due to the achilles allograph. Per the surgeon, he does not believe that the reaction was related to the implants. The last follow up on patient, she was being released to go home.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation this is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device remained in the patient.